Manufacturer narrative:
The customer reported the analyzer "got very hot" and was "starting to melt the batteries". There were no allegations of patient/user harm. There were no allegations of incorrect results. The analyzer was returned. The returned analyzer was inspected by product support and engineering. Internal damage was observed during the evaluation. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported the analyzer "got very hot" and was "starting to melt the batteries". There were no allegations of patient/user harm. There were no allegations of incorrect results.